Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon, located approximately at 85 mm from the tip of the device. Microscopic inspection also shows evidence of a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned balloon had a pinhole located approximately at 85 mm from the tip of the device. The pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was intended for use in treating a stricture in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, a hole was noted in the balloon. The procedure was completed using another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was intended for use in treating a stricture in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, a hole was noted in the balloon. The procedure was completed using another of the same device. No patient complications were reported as a result of this event.